Event description:
It was reported that the 9600 system had a saturation fault and thumping noise from generator during high level fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tube, temp sensor adaptor cable, and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.